Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following test results were reported. Inratio 2.7, lab 1.7. A replacement meter was sent to the customer. Further evaluation to be performed.